Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the blinking front panel issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported that during preparation for use, the front panel blinks on the visera xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation referenced in b5 was not confirmed during incoming inspection. However, the external lamp door handle is broken, and the power button cannot come out intermittently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.